Manufacturer narrative:
(B)(4). Result of investigation: service technician performed bench testing. All testing performed using a good known test patient circuit as well as a good known ac adapter. Ventilator passed a 72 hour extended test using the customer¿s settings. The ventilator failed the ltv final test procedure for a slight non-conformity with the peep pilot pressure test. This slight non-conformity would not result in a failure to ventilate properly.

Event description:
Customer was informed the unit is due for preventative maintenance. The customer reported that the patient had passed away but they were not sure if it occurred while on this device or another backup device. The information from the mother or the nurse are not clear regarding the date of event, settings, or event details. There is no report of a malfunction or allegation towards the device.